Event description:
The customer stated that during a blood transfusion, the cassette was defective and leaked the unit onto the floor and it never reached the pt. No adverse consequences were reported.

Manufacturer narrative:
Unit was disposed of by customer after event.